Event description:
It was reported that interrogation after leaving procedure room showed that the patient's pacemaker was in backup mode. Programming changes were made. The patient was stable throughout.